Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding instability. There have been no other similar events for the reported lot. Device not available.

Event description:
It was reported that the patient's right knee was revised due to instability. No possible cause or contributor for instability was reported to the rep. The femoral component, insert, and cemented tibia were revised. None of the records accessible to rep confirmed the manufacturer of the cement. Rep reported that x-rays, medical records, and additional information are not available.